Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained of 493, 534 and 459 mg/dl. The customer's expected fasting blood glucose test result range is 200 - 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/15/2017 and open vial date is (B)(6) 2016 . The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:high results customer has not had any changes in the diet, medication and exercise. The customer test three times a day.